Event description:
Customer reported device displayed e error code and has error 266. The issue found at preparation for use. The device according to the customer was replaced with a back up/loaner device. There is no patient involvement associated on this event. No user injury reported. Device evaluation found camera port pins are bent and has error code 226. This report is being submitted for camera port pins are bent and has error 226 found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found bent video connector pins causing e226 error with no distinguishable image. Video connector needs to be replaced. Based on evaluation finding the reported error 266 as reported by the customer was not found however, error 226 was observed. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the pin of the output connector socket was bent, so an endoscopic communication error occurred between the scopes; therefore, error e226 occurred. However, it was not possible to determine the cause of the bent pin of the output connector socket. The event can be detected by following 10.2 troubleshooting guide in the instructions for use which state: code:e226; error message:scope communication error; possible cause:the communication between the endoscope and video system center has failed. Solution:immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor field performance for this device.